Event description:
It was reported that customer contacted support due to battery depletion issue. Multiple follow up attempts were made by tandem technical support to obtain additional information; however no response was received from the customer.